Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the procedure was completed by using another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not able to boot up. Upon functional testing, the fse checked the cables connections between host pc hard drive and mainboard and found that the connections were poor. To resolve the reported issue, the fse unplugged the cables, cleaned the component and reseat the cables. After cleaning and reseat, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to bootup. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.